Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer treated with 4.9 units of injections. The customer stated that the pump does not beep as it should. The customer stated that the alert type is set to beep. The customer was assisted with self-test and it passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08725 inches. Unit was tested with a water fill test reservoir and no bubbles were noted. All alarms received during testing were display and with properly audible. No audio beep anomalies were noted. No cosmetic damage noted.